Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost sensation in his legs following the permanent implant procedure on (B)(6) 2015. It was found the patient had a hematoma. As a result, the patient's system was explanted on (B)(6) 2015. The patient regained most function in his legs following the explant procedure but experienced weakness. Follow-up revealed the patient was able to walk with a cane and was sent to a rehabilitation center.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient was admitted to a rehabilitation center and was still experiencing leg weakness. No other intervention has been planned at this time. The patient will continue on doing physical therapy.